Event description:
Caller reported that the pump battery would not charge despite using the tandem charging cable and wall adapter. There was no adverse impact to the customer's blood glucose level. The customer continued to use current pump.